Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: dislodged stent remains in patient coronary. Device issue: dislodged stent. It was reported that the device would not cross through another stent and became dislodged and lost in the coronary. There was an attempt to snare the stent; however, it was unsuccessful. The stent remains lost in the patient's coronary. No additional event or patient information is available.

Manufacturer narrative:
.